Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by a sales representative via phone that an ar-2324kbcsp knotless swivelok anchor eyelet and anchor broke off while being inserted. All fragments able to be removed. The case was completed using another anchor. This occurred during use in a case with no patient effect. 4 minute delay to case.